Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient experienced a front right tooth that chipped. The patient seen their dentist and their dentist is concerned that the tooth chipped because of the aligner. The dentist is also concerned with tooth movement on the bottom right.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.